Event description:
It was also noted that the pulse generator could not be interrogated at the time of explant. Explant was for elective replacement indicator (eri).

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded and the coils were crushed at 27 cm from the connector pin. The distal insulation was damaged in the same area, which could of cause the short between coils due to clavicular crush.

Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance in bipolar and about 242 ohms impedance in the unipolar configuration due to clavicular crush.

Manufacturer narrative:
No medwatch form was received.